Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation. The skin irritation was described as a rash to the patient's back. The patient's doctor recommended the use of zinc oxide and cortisone spray. There is no alleged deficiency. Follow up was completed and the skin irritation was unchanged.